Manufacturer narrative:
(B)(4). D-10: unknown tibial component, lot unknown. Unknown femoral component, lot unknown. G2: foreign - event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient experienced a traumatic dislocation of the meniscal bearing. Attempts have been made and no further information has been provided.